Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory "shifted" while installed on an mcs instrument. The tip cover accessory did not fall inside the patient. At the time the event occurred, the customer noticed that the movement of the blades of the mcs instrument were restricted. The mcs instrument was then removed and the tip cover accessory was repositioned. After that, the surgery was able to continue as planned. The initial reporter could not recall any further details regarding the reported event.